Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle that the needles have been breaking when putting the hubs on them. No patient impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 21-apr-2025 investigation summary bd received one photo and 15 samples for investigation. The customer's photo displays a device with the hub separated from the collar. The 15 returned samples were inspected for hub/collar separation and defective locking mechanisms. These samples passed testing, as there were no signs of damage or device separation during the activation of the safety shield. Additionally, 20 retained samples were inspected for the same issues and also passed testing with no signs of damage or device separation during the activation of the safety shield. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: hub/collar separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle that the needles have been breaking when putting the hubs on them. No patient impact reported.